Event description:
It was reported to philips that the allura device was exhibiting un-commanded movement. The device was inside clinical use at the time of the event. No harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that that the system has various errors. No further information regarding the issue has been provided. No service has been performed by philips service quotation has been cancelled by the customer. The customer wants a visit out of normal working schedule so a offer was sent which was not confirmed till now. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.